Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of this defect is due to operational context, due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenotic lesion was located in the severely calcified and severely tortuous proximal left anterior descending artery. The physician advanced the 3.5x20mm maverick2 balloon to the lesion and on the first inflation, inflated it to a nominal pressure for about ten seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 3.5x20mm maverick2 balloon. Patient status is reported as "no problem".